Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post procedure the patient coded. An angiojet solent proxi catheter was selected and used to complete a thrombectomy procedure. However, post procedure the patient coded. No further patient complications were reported and the patient's condition was fine. The patient was discharged.